Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that during ablation procedure, the noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems. Changing the cables of indifferent electrodes, bs ECG, dc, reference patches and rf cables did not solve the issue. By replacing another set of 12 leads, the issue was resolved. Also the severe signal noise occurred at the bipolar electrode 3-4 of a navistar catheter. Changing the navistar catheter, the cable connected to the navistar catheter and ic-out cable did not solve the issue. The issue was tentatively resolved by rebooting carto. The noise issue recurred when the physician selected "continued study" and selected a cs catheter to attach 20pole b in the "catheter setup." Eventually, the cs catheter was attached to lab, not carto directly. In addition, the physician felt the anatomy was hard to see when mapping was started with the soundstar catheter from right atrium side. The soundstar was rotated and the physician found the view of the image was upside down. The fan showed right ventricular even though the catheter was rotated to counterclockwise and so the fan should have shown left ventricular. The issue was resolved by exchanging the catheter. Field service engineering reported that the problem did not occur at the time of a visit. Full system tests performed and completed. System is working fine. The device history record review was performed. No anomalies were noted in manufacturing or service of this device.

Manufacturer narrative:
The concomitant products: ez steer thermocool sf nav: model # d-1317-05-s, lot # 15797544l. Soundstar: model# m-5723-12, lot # unknown. Manufacturer ref # (B)(4).

Event description:
It was reported that during an ablation procedure, the noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems. Changing the cables of indifferent electrodes, bs ECG, dc, reference patches and rf cables did not solve the issue. By replacing another set of 12 leads, the issue was resolved. Also the severe signal noise occurred at the bipolar electrode 3-4 of a navistar catheter. Changing the navistar catheter, the cable connected to the navistar catheter and ic-out cable did not solve the issue. The issue was tentatively resolved by rebooting carto. The noise issue recurred when the physician selected "continued study" and selected a cs catheter to attach 20pole b in the "catheter setup". Eventually, the cs catheter was attached to lab, not carto directly. In addition, the physician felt the anatomy was hard to see when mapping was started with the soundstar catheter from right atrium side. The soundstar was rotated and the physician found the view of the image was upside down. The fan showed right ventricular even though the catheter was rotated to counterclockwise and so the fan should have shown left ventricular. The issue was resolved by exchanging the catheter.